Manufacturer narrative:
Customer cancelled call. Maintenance is contracted through 3rd party.

Event description:
Customer reported system intermittently will not save cine runs. No pt injury was reported.